Event description:
Philips received a report that the customer began a pre-programmed motion to unload a pt and the pt table dropped what they believe was twelve inches. No pt injury was reported.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The field safety engineer (fse) arrived at the site. All parts were evaluated, tested, and found to be working as designed. The tension of the drive belts were evaluated and found to be operational. The table was evaluated for any signs of loose hardware that would allow for the problem to occur. No parts required replacement. The customer was asked to position the gantry to perform the exact same scenario which led to the alleged table drop and a fellow engineer (approximate weight: (B)(6)) laid on the table and the motions including maximum and minimum limits were tested again and the reported event was not reproducible. No malfunction of the system was found. (B)(4).